Manufacturer narrative:
Batch review performed on 27 november 2018. Lot 176563: (B)(4) items manufactured and released on 17 january 2018 . Expiration date: 2023-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient for a hip infection. I&d performed and liner swap. The surgery was completed successfully.